Event description:
It was reported that "surgeon made an anti lateral incision and was struggling the whole case to retract tissue far enough to be able to visualize the midline of the vertebral body. Because he wanted the plate mid-line and the incision the way it was, when he tried using the all-in-one guides, they were not staying seated in the plate because of the tissue pushing on them. He wanted to put screws in freehanded, I suggested that he still use the aiog. So surgeon tried again and screws went in until the last 5 mm. He had to torque so...

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as supplemental report.